Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tascd24, (tsv angled screw channel driver 24mm) for evaluation. Visual evaluation was performed, the drivers tip was fractured at the tip. The fractured piece was not returned. DHR review was completed for the subject lot number 1282247. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1282247 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The fractured piece was not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
The screwdriver fractured at the tip on the first tightening turn when fitting the crown. Procedure not completed.